Event description:
A pt had problems testing with test strips from one vial; pt has been diabetic for a long time per husband. Husband states when she opened a new box, there was no problem. Only one out of the 4 vials from box lot #2851236- exp 01/2010- one touch ultra test strips were affected: the test strips would not draw up the blood.